Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and diabetic ketoacidosis on (B)(6) 2019 with blood glucose of around 380 mg/dl. The customer blood glucose level was 600 mg/dl at the time of incident and the current blood glucose of the customer was 237 mg/dl. The customer experienced symptoms such as throwing up and felt sore. Customer reported that they did not allege the insulin pump was under delivering. The customer was treated with manual injection and insulin drip. The customer was wearing the insulin pump during the hospitalization. The insulin pump will not be returned for analysis.